Manufacturer narrative:
(B)(4). This report is made based on results of investigation completed on (B)(6) 2011. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed that the force sensor was out of calibration, and the force sensor assembly was dimpled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed that the force sensor was out of calibration, and the force sensor assembly was dimpled. This report is being made based on results of evaluation.